Event description:
The reporter contacted animas on (B)(6) 2012 alleging at 8:23 that morning, approximately one hour prior to the call to animas, the pump made a noise and then administered a 6.8 unit bolus to the patient that had not been programmed by the patient. The patient reported that prior to the bolus delivery; her blood glucose (bd) was 130 mg/dl. The patient reported checking her blood glucose at that time the bolus was delivered and it was within normal range (measurement not provided). The patient reported that she had eaten 15 glucose tablets by the time she placed the call to animas and had begun eating and drinking orange juice and peanut button on english muffin. The patient checked her bg while on the call with animas and it measured 70 mg/dl. The patient reportedly checked her bg 15 minutes later and it measured 26 mg/dl and the patient reported feeling shaky and cold. The patient reported she was able to drink a total of 16 ounces of orange juice without assistance and reported that her bg had elevated to 82 mg/dl. The patient reported feeling sluggish at that point. Four hours after the delivery of the bolus, the patient's bg was reported to be 115 mg/dl. The patient stated that she does not use the meter to bolus insulin and she was uncertain of how or why the 6.8 unit bolus was delivered that morning. The pump settings were reviewed by the animas representative and according to the insulin to carbohydrate ratio of 1:25 grams and the insulin sensitivity factor, the patient would need to cover for the insulin bolus of 6.8 units with 7 x 25 grams of carbohydrates. The patient reported that she had been on steroid therapy and that the basal rate in the pump had been increased by 50% to accommodate for that medication during treatment. The patient further reported that after the completion of steroid therapy, the basal rate in the pump had supposedly been set back to the normal rate. The patient denied damage to the pump or the keypad. On review and troubleshooting of the pump by the animas representative, there was no evidence of mechanical problems with the pump, the history adds up correctly for basal and bolus delivery. The patient was adamant that she did nothing to the pump that could have programmed the 6.8 unit bolus that was delivered. The patient stated she was not comfortable continuing use of the pump and would discontinue insulin pump therapy and begin on a backup program after speaking with her healthcare provider. This complaint is being reported because the patient reportedly experienced low blood glucose with symptoms suggestive of hypoglycemia while on insulin pump therapy. The allegation of the pump delivering an unprogrammed bolus remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed a 6.8 unit bolus delivered from the pump on the date of the complaint, (B)(4) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.